Event description:
Depuy asr total hip arthroplasty (tha) system had to be explanted. The implant was causing the patient great pain and revision surgery was required. The depuy asr is part of a current recall. The patient originally underwent tha due to osteoarthritis of the hip. The original acetabular component included a zimmer trabecular metal cup (size 62) with two screws and a 40 mm polyethylene liner. The original femoral component was a 40 mm x plus 8.5 mm neck biolox head with a metal sleeve. Patient is a middle-aged male who had a depuy asr hip placedapproximately two years ago. He did well until about four months ago when he began to develop throbbing pain in the thigh both with activity and at rest. He had positive metal ion levels in his blood. He consented to have revision surgery for the recalled asr acetabular component. During surgery, a large pseudocapsule was found to be posteriorly communicating with the joint. This pseudocapsule was almost completely avascular. There was no erythema around the hip at all and no hyperemia with the surgical approach. The fibrous tissue forming the pseudocapsule was extremely dense. It measured approximately 1.5 cm inthickness and had to be excised. The revision surgery was successful.====================== health professional's impression======================failed right total hip arthroplasty secondary to metal-on-metalsynovitis.